Event description:
Meter name: profile. Strip name: na. Meter code: na. Strip code: na. Strip storage: na. Symptoms: none. A patient called to report their meter allegedly had missing segments. No allegation of harm and no treatment obtained. No further information has been reported.